Manufacturer narrative:
Results: root cause undetermined. Device or procedural images not provided for review. No device received for evaluation. Stent embolization. Conclusion: device or procedural images not provided for review. Root cause undetermined. Stent embolization. (B)(4).

Event description:
Physician was attempting to use a scuba co-cr stent peripheral bare metal stent to treat a lesion in the left iliac artery. No abnormality noted during preparation and inspection of the device prior to use. Compatibility with the guide catheter checked before insertion and no abnormality noted with the guide catheter. The tip of the scuba device exited the guide catheter - entering the patient. During the procedure, the stent became dislodged in the guiding catheter. The physician removed the stent with the catheter. The doctor changed to another device to complete the surgery using the same guide catheter. No effect on the patient was reported.